Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3. Analysis was performed on [product ID: 97755-s, serial/lot #: (B)(6)] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for fbss leg/back and spinal pain indications for use. It was reported that pt's ins charge lasted for a week or longer. Patient reported their new ins charge used to last for 4-5 days but never good from the beginning, and in the last 9 months the ins charge lasted for 2-4 days and they were not able to charge so they were not using the therapy. Pt stated the charging was taking longer and getting worse in the last 3-5 months. Pt reported it taking longer to charge the ins at excellent. Pt stated the controller will be charged up to 100% and depleted down when ins is charge up at 60% and they have to recharge controller again to finish the charging the ins to 100%. Pt reported the recharger got hot and the controller got warm. Pt mentioned the recharger was replaced before. Patient stated getting the scs device implant was the best thing they ever did. No symptoms were reported. A replacement was recharger sent out. Case reopened and reassigned to send email to repair and to add info to secure note. Pt called back from number registered re-reporting information previously documented in this case. Pt said they just left pain hcp appt and rep was there. Pt said they were having trouble with charging and how long it stays recharged. Pt said their rep told them to call for a new controller because they think the controller would help and the cover on the controller does not fit properly. Pt said since their ins was replaced, their ins doesn't stay charged long and with recharging the ins, they try charging and 1/3rd or 1/2 of the time they run out of charge on the controller before the ins is fully recharged. Pt said the rtm replacement did not resolve the issue. Pt said their previous ins was replaced because it was taking them 6-8 hours to recharge and they were told that the ins had "lived its life". Pss sent email to repair for controller replacement and large battery cover.